Event description:
It was reported that the clamp became loose during arcr procedure. The surgeon continued to use the device tightly fastened again. There was no report of procedural delay. No patient injuries or complications were reported.

Manufacturer narrative:
Device was not returned for evaluation by customer to smith and nephew; consequently, investigator could not verify the deficiency and a root cause could not be determined with confidence. No product identification information was provided and thus a manufacturing record review could not be conducted. As such the complaint is being closed without conclusion.